Event description:
It was reported the customer was hospitalized due to high blood glucose of 1000 mg/dl. Customer was hospitalized for three weeks. On the 21 of august the device alarmed motor error. Problems occurred on the (B)(6). Alarm was explained to customer's mother. The device was not dropped or exposed to magnetic field. Customer's mother stated the customer did have the device near the x ray. Customer does not use the sensor. The drive support cap was correct. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.